Event description:
New ge b850 monitor installed in operating room was reported by crna that the pa and cnp waveform displays appeared incorrect. Pressure values did not match expected with insertion of pa catheter. Difficult advancement of pa catheter. Discovered later that the pa catheter was knotted and unable to removed until the second day after it had become free of the knot or loop on its own. The pa catheter was successfully removed on (B)(6) 2016. In discussion with crna and anesthesiologist about the pa and cvp waveform displays, they reported that the 2 waveforms alternated between the 2 rows of the waveform displays in the monitor screen on their own. This was discovered on (B)(6) 2016 after second event with same ge 850 monitor in same operating room was reported to leaders. The monitor and all accessory equipment were taken out of service at that time.